Event description:
Report received of a loose rotary control knob. The pump was returned to the biomedical engineering dept with an unsigned noted that stated, "not working". There was no tracking info in order to obtain specific pt or event details. The reporter stated "the knob is so loose, you could blow on it and change the settings". The pump was not tested at the user facility. There were no reported adverse pt events. Though requested, no additional info was available.